Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver medication during use. The following was reported by the initial reporter: "consumer reported needle clog during injection, stated that there is no insulin flow. Consumer does not have the box, not sure if the needles are nano original or nano 2nd gen. She was able to provide the lot number and said she will contact the pharmacy to find out which needles she purchased."